Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02938. It was reported the patient experienced ineffective stimulation and high impedance with right lead. The patient¿s left lead provided effective stimulation. Reprogramming was unsuccessful. X-rays were taken and physician did not see any issues. As a result, the leads were replaced. Effective therapy was restored.